Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr=2.9; second test inr = 1.1; third test inr = 2.9. Caller alleges inaccuracy with inratio. Results as follows: date 2007 inratio 2.9, lab 1.0. Date 2007 inratio 1.1, lab 1.0. Date 2007 2.6, lab 1.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070382. First test inr = 2.9, second test inr = 1.1, third test inr = 2.9. Mean = 2.2; sd = 0.96; %cv = 43.8%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007 inratio 2.9, lab 1.0, mean 2.0, confidence limits 1.3 - 2.7. Date 2007, inratio 1.1, lab 1.0, mean 1.1, confidence limits 1.0 - 1.5. Date 2007 inratio 2.6, lab 1.0, mean 1.8, confidence limits 1.3 - 2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 2nd data set, both inratio and lab values are within the confidence limits for inr testing. For the 1st and 3rd data set, the lab value is not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.